Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an extendable jagwire - jagtail was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the hydrophilic coating of the guidewire detached inside the plastic stent as they pulled the guidewire out, exposing the tip of the metal corewire. The stent and guidewire were removed. A new stent and extendable jagwire were used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Physical analysis of the device presents the pebax section detached/separated, exposing the tip of the core wire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. There was no evidence of corewire fracture. The ptfe jacket did not present any anomaly. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failures. Therefore, the most probable root cause is operational context. No patient complications were reported. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot 0015006128. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013, that an extendable jagwire - jagtail was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the hydrophilic coating of the guidewire detached inside the plastic stent as they pulled the guidewire out, exposing the tip of the metal corewire. The stent and guidewire were removed. A new stent and extendable jagwire were used to complete the procedure. There were no patient complications reported as a result of this event

Manufacturer narrative:
(B)(4). Although the device was returned for evaluation a failure analysis of the complaint device has not yet been completed. Upon competition, if any further relevant information is identified, a supplemental medwatch will be filed.